Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. There was no patient involvement. Upon triage on (B)(6) 2018, service found the pump had no start up tones or audio.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service found the pump had no start up tones or audio.¿ the unit was triaged and the customer¿s reported condition was confirmed. Internal inspection and investigation revealed damage to the component u14 on the pcba. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.